Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to remove the previously placed composix kugel mesh, which failed, and to repair the recurrent incisional hernia." The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of an incisional hernia. As reported the patient's hernia was repaired with a bard/davol composix kugel patch, reference number (B)(4) , lot number 43jod245. On (B)(6) 2017: the patient underwent an additional surgery to remove the previously placed composix kugel mesh, which allegedly failed, and to repair the recurrent incisional hernia. As reported, the patient endured additional surgeries to treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to remove the previously placed composix kugel mesh, which failed, and to repair the recurrent incisional hernia." The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 10 years 11 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, adhesions and fibrosis thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of an incisional hernia. As reported the patient's hernia was repaired with a bard/davol composix kugel patch, reference number: (B)(4), lot number: 43jod245. On (B)(6) 2017: the patient underwent an additional surgery to remove the previously placed composix kugel mesh, which allegedly failed, and to repair the recurrent incisional hernia. As reported, the patient endured additional surgeries to treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch. Addendum per additional information provided: on (B)(6) 2006: patient was diagnosed with large lower abdominal incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿hernia sac was dissected off. Then a large medium oval composix kugel mesh (device #1) was placed into the preperitoneal space using sutures.¿ on (B)(6) 2015: patient was diagnosed with large incisional hernia and recurrent ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh using echo ps (device #2). Per operative notes, ¿lysis of adhesions were performed. A ventralight st mesh using echo ps (device #2) was placed and tacked to the abdominal wall.¿ (there was no visualization/mention of composix kugel mesh (device #1). On (B)(6) 2017: patient was diagnosed with recurrent incisional hernia and abdominal pain thereby underwent open repair with removal of composix kugel mesh (device #1) and implant of composix l/p mesh (device #3). Per operative notes, ¿the hernia was identified. The upper part of the composix kugel mesh (device #1) was pulled away and this composix kugel mesh (device #1) was excised. A ventralight st mesh using echo ps (device #2) was well incorporated. Then, a composix l/x mesh (device #3) was placed and secured by using sutures and tacker.¿ attorney alleged that the patient had adhesions, hernia recurrence and emotional injuries. It is also alleged that the patient underwent treatment for hernia recurrence on (B)(6) 2015, on (B)(6) 2016 and on (B)(6) 2017.